Event description:
A malfunction alarm code, malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Cts provided the caller with pump reset instructions and assisted with the reset, resulting in the issue not recurring. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.